Event description:
It was reported the valve was explanted due to endocarditis and the surgeon did not have a complaint regarding the valve. The valve was replaced with a 23 mm sjm valve (model 23ahpj-505, (B) (4)).